Event description:
The device was used during a lar procedure. Reportedly, the stapler line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.